Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A risk manager from the hospital reported to the sales rep the following event: "we had an issue on an instrument of the ancillary nail gamma. Indeed the screwdriver with soft tip (ref: (B)(4)) is twice found with deposits of blood dust.

Event description:
A risk manager from the hospital reported to the sales rep the following event: "we had an issue on an instrument of the ancillary nail gamma. Indeed the screwdriver with soft tip (ref: k397572, 1320-0233) is twice found with deposits of blood dust.

Manufacturer narrative:
The reported event that set screwdriver, flexible shaft gamma3 4 mm was alleged of issue (cleanability at customer) could not be confirmed, since the returned device is conforming to specifications and did not match the reported failure mode. The received set screwdriver shows significant traces of intense and frequent use. An examination with a stereo-microscope did not revealed any debris, residuals or particles on the flexible part of the item or on the shaft either. However, the items were cleaned and decontaminated in the distribution center before returned. So even if the customer ¿ initially - was right, the received screwdriver was clean which means that the customer had an issue with the cleaning of the product and the product in itself had no concern. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Residues on the flexible part were evaluated by a medical expert for a similar complaint previously. His comments (excerpts): ¿a surgical instrument with residuals of body fluids or human tissue has no increased risk of infection, if a sufficient sterilization procedure has been made (¿sterile crud¿). ¿ only in the (very rare) case of significant contamination with body fluids from a previous patient with massive infection of lps producing germs a small load of endotoxins (lps) may cause a limited local inflammation, which will be hardly registered by the patient. ¿ otherwise, no negative side effects for the patient have to be expected, if a surgical instrument is contaminated with (incrusted) residuals of body fluids or human tissue from previous surgeries due to insufficient cleaning and / or the design of the instrument, which would not allow for perfect cleaning.¿ the general cleanability of the screwdriver in the flexible part was proved during design validation. Tests (e.g. Test report 230408cg1) confirmed that germ reduction is being achieved significantly better with automatic [machine cleaning] as well as manual cleaning for the subject product than for comparable other critical instruments [e.g. Endoscopes].¿ furthermore, the requirements for proper reprocessing of medical devices are explicitly described in the brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ (l24002000). Based on the information given and due to above observations, an exact root cause could not be determined, but the case is rather related to insufficient cleaning by the user. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.